Manufacturer narrative:
Analysis of the lead, model 3888-45, found no significant anomaly, and the proximal end insulation broken under connector. Analysis of the anchor, model 3550-39, found no anomaly.

Event description:
Additional information received reported that the patient was ¿ok.¿

Event description:
It was reported the patient lost stimulation over time and both leads had high impedances. A revision was performed. It was stated there were no patient symptoms or injuries related to the event.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# 0205432411, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead: product ID 3888, serial# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead. (B)(4).